Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose was 453 mg/dl. Additionally, it was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 44 mg/dl. Reportedly, the customer required assistance from spouse. Customer's spouse brought the customer carbohydrates to consume and assisted customer with getting up and down.